Manufacturer narrative:
An event regarding an acetabular introp fracture involving a tritanium shell was reported. The event was confirmed. Method and results: device evaluation and results: the device was not returned for evaluation. Medical records received and evaluation: there is insufficient documentation presented to complete this assessment. Further documentation required would include: operative reports, pre and post op x-rays from the index and revision surgeries, outpatient office/clinic notes & implant retrieval. Device history review indicated all devices accepted into final stock met specification. Complaint history review indicated there have been no other events for the reported lot. Conclusions: the event was confirmed however the root cause could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Surgeon has a patient that is a chronic dislocater and wanted to revise the acetabular component in a zimmer hip. Surgeon wanted to replace with a tritanium multi hole cup and mdm, surgeon was informed that mixing vendor components like this is off label, surgeon chose to use replacements anyway. When the new components were implanted it was determined to be unstable and unsatisfactory. The surgeon stated that the pelvis was fractured and that was the reason the acetabular components had to be removed. The surgeon then used a spacer to stabilize the hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Surgeon has a patient that is a chronic dislocator and wanted to revise the acetabular component in a zimmer hip. Surgeon wanted to replace with a tritanium multi hole cup and mdm, surgeon was informed that mixing vendor components like this is off label, surgeon chose to use replacements anyway. When the new components were implanted it was determined to be unstable and unsatisfactory. The surgeon stated that the pelvis was fractured and that was the reason the acetabular components had to be removed. The surgeon then used a spacer to stabilize the hip.